Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit (B)(6) 2016 with blood glucose of over 400 mg/dl. Customer's emergency room visit was due to diabetic ketoacidosis and urinary tract infection. Customer was not admitted into the hospital as customer decline hospitalization. Customer was wearing insulin pump at the time of emergency room visit. Customer received that drive support cap letter and insulin pump would be replaced.